Event description:
Revision surgery - the pt had a femoral mal-alignment with pain and instability. The surgeon replaced the femur, insert, and replaced the revision components.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain and instability after 6.9 years of patient use. The outcomes attributed to this event are a required intervention to prevent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number: one infection, and one dislocation. The root cause was most likely due to the alignment of the femur. There are no indications of a product or process issue affecting implant safety or effectiveness.